Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not powering up due to issue on auxiliary half height drawer 1.1. The field service engineer (fse) replaced the drawer controller board. During testing, the fse discovered that the drawer was not being detected, so the printed circuit board assembly (pcba) module controller board was replaced. The fse reconfigured the drawer, rebooted the system, and tested the drawer in the hardware test application (hta), resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the screen was completely black. The user attempted to resolve the issue by unplugging and reconnecting the device, but the device did not power back on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.